Event description:
Information from the physician indicated that the event was unlikely related to the implant procedure or stimulation/device the event was not related to medication or epilepsy, but that the event was possibly related to an other medical condition. No further relevant information has been received to date

Manufacturer narrative:
Device evaluated by MFR?, (B)(4) device evaluation is not necessary as extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient's incision site ruptured which later led to hospitalization and explant of the generator. The event was noted to be severe. The event was noted to be probably related to implant procedure and unlikely related to stimulation/device. It was noted to be possibly related to another medical condition. Incoming information from the local representatives indicated that the vns generator was exposed by the extrusion, the medical professional indicated that they now believed the cause was: "the patient's own." But also indicated that there was no underlying patient condition or manipulation that may have caused the event. The manufacturer's device history records of the generator were reviewed. The generator passed final functional and quality tests prior to release. Sterility of device prior to release was verified. No further relevant information has been received to date.